Event description:
Customer was unable to test due to his abbott diabetes care (adc) blood glucose meter turning on and then powering off after test strip insertion. As a result, customer experienced a loss of consciousness, "wet back", "extreme weakness", and was unable to self-treat, requiring third-party treatment of "drink to raise glucose" orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The date entered in section h4 is the date abbott diabetes care became aware of the event. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and xido optium meter no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. This also serves as a correction report.

Event description:
Customer was unable to test due to his abbott diabetes care (adc) blood glucose meter turning on and then powering off after test strip insertion. As a result, customer experienced a loss of consciousness, "wet back", "extreme weakness", and was unable to self-treat, requiring third-party treatment of "drink to raise glucose" orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.